Event description:
It was reported that a right ventricular lead integrity alert triggered for intermittent t wave oversensing and non-sustained tachycardia episodes. It was noted that the left ventricular lead was in the right ventricular port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.